Event description:
When the needle was passed through the cuff, the tip broke but it was impossible to find it. It is impossible to determine if the broken tip has been thrown out with the operative field or if it fell down in the joint.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).